Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device was found out of specification in relation to system error 105 which was reproduced during evaluation. System error 105 was confirmed and caused by a screw of unknown origin lodged between the camshaft and the valves. The screw was removed and the failed motor assembly was replaced.